Event description:
Description: we have been having multiple problems with cadd cassettes used to administer pca and epidural medications. The pumps are unable to prime due to multiple small air bubbles. We have not been able to find any solutions to this problem and multiple pts have not been given adequate pain control in a timely manner due to this problem. Our complaints to smith medical (the supplier of the cassettes) have been ignored or dismissed. We are still looking for a solution to this problem and would appreciate any input or communication with other pharmacies that may be dealing with this problem. Thank you. Medication administered to or used by the pt: yes. Pt counseling provided: unk. Relevant materials provided; none. Ismp medication errors reporting program: (B)(4).